Event description:
New information received states: an asymptomatic patient was presented in the clinic for a follow up visit and the recommended programming changes were made. Patient was stable prior, during and post visit and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the oversensing issue. Programming changes were recommended. Patient will be seen in clinic (B)(6) 2018 and the programming changes were planned to be made then. Patient was stable.